Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulty. The root cause of the reported difficulty is related to circumstances of the procedure. In this case, based on the returned device analysis, a posterior needle deflection occurred causing the failure to cycle. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, when the plunger was pulled, no suture was attached at the needle. This occurred with both devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a large bore sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.